Manufacturer narrative:
Block b5/h2: based on additional information provided by the corresponding author, this has been determined as no longer reportable since the adverse event was not related to the duo device or the procedure.

Event description:
A philips employee became aware on 22dec2025 of a journal article (published on 07feb2025) titled "prospective study of the duo-hybrid venous stent for treatment of iliac vein obstruction. 12-month interim analysis.¿ the article retrospectively reviewed data of patients who underwent treatment of iliac vein obstruction. A total of 21 patients were enrolled in the study with 11 adverse events involving 9 patients were reported. The procedures were performed using the duo extend venous stent system. A total of 11 adverse events (aes) occurred through the 12-month follow-up; however, only 3 patients with 4 adverse events are related to the device and/or procedure. One (1) ae was classified as possibly related to the procedure (MDR# 3016257349-2026-00003), while 2 (two cases of restenosis, of which one was > 50% in the target stent) were listed as possibly related to the device and procedure (MDR# 3016257349-2026-00001 and MDR# 3016257349-2026-00002). During the 12-month follow-up, no cases resulted in target lesion or target vessel revascularization. Additional information obtained on 30dec2025 from the 24-month study follow-up (published on 03nov2024), titled "24-months-analysis duo venous stent iit." The study listed 2 additional adverse events, totaling 13 adverse events for 9 patients. Further information obtained from the corresponding author confirmed 3 adverse events are possibly related to the device and procedure (2 patients: thrombosis of the left limb (MDR# 3016257349-2026-00001) and restenosis w/ revascularization of the left iliac (MDR# 3016257349-2026-00002)) and 1 adverse event is possibly related to the procedure (1 patient: nerve irritation of left groin (MDR# 3016257349-2026-00003)). Therefore, the remaining 9 adverse events are unrelated to the duo device or procedure. Based on the confirmation provided by the corresponding author, MDR# 3016257349-2026-00005 is no longer reportable since the high grade in-stent restenosis of the left common iliac vein which required a pta with stent is not related to the duo device or procedure.

Manufacturer narrative:
Blocks a2-a6: the patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. Blocks b6 & b7: patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Blocks d4/g4/h4: the lot number was not provided; thus the following information are unknown: model/catalog number, device serial number, unique ID, 510(k), expiration date, and manufacture date. Blocks d1 & g (contact information): address listed reflects the specification developer. Blocks e1/g2: foreign: germany. Block h3: the duo device was discarded; thus, no product investigation was performed. Block h6: per the IFU, restenosis is listed as a potential complication that may be associated with intravascular stent device implantation. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware on 22dec2025 of a journal article (published on 07feb2025) titled "prospective study of the duo-hybrid venous stent for treatment of iliac vein obstruction. 12-month interim analysis". A total of 11 adverse events (aes) occurred through the 12-month follow-up. One (1) ae was classified as possibly related to the procedure (MDR# 3016257349-2026-00003), 1 as definitely related (MDR# 3016257349-2026-00004), while 2 (i.e. Two cases of restenosis, one > 50% in the target stent) were listed as possibly related to the device (MDR# 3016257349-2026-00001 and MDR# 3016257349-2026-00002). One (1) patient died from acute renal failure (unrelated to philips device or procedure) through 12 months. No cases resulted in target lesion or target vessel revascularization up through the 12 month follow-up. Additional information obtained on 30dec2025 from the 24 month study follow-up (published on 03nov2024), titled "24-months-analysis duo venous stent iit" listing 13 adverse events for 9 patients. From the 24 months follow-up visit, 3 adverse events are possibly related to the device (2 patients: thrombosis, restenosis/revascularization) (MDR# 3016257349-2026-00001 and MDR# 3016257349-2026-00002) and 3 adverse events are possibly related to the procedure (3 patients: thrombosis, high grade stenosis, high grade in-stent restenosis) (MDR# 3016257349-2026-00003, MDR# 3016257349-2026-00004, and MDR# 3016257349-2026-00005). This report captures 1 patient that experienced a high-grade in-stent restenosis of the left common iliac vein and required a pta with stent of the iliac vein after use of the duo device. There was no alleged malfunction of the duo extend venous stent system in use during the procedure.